Event description:
It was reported that when sterile water was poured into the foley catheter during the pre-test, water leaked from the catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation noted inflated catheter with 10ml mbs using in-house syringe. During inflation, pinhole at trifurication site found measuring 0.013in. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was poured into the foley catheter during the pre-test, water leaked from the catheter.